Event description:
It was reported that the patient experienced a tamponade, pericardial effusion and perforation. During a procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. After completing the left side of the veins, an effusion was observed. The patient blood pressure had been dropping since after transseptal, but no effusion was observed at that time. It was not possible to maintain normal blood pressure, therefore, an intracardiac echocardiography (ice) was used to check when an effusion was noted. Additionally, an ultrasound was performed and confirmed a tamponade. The sheath and catheter were removed from the left atrium and the physician began a pericardiocentesis. It was not possible to stop the bleeding, therefore, the patient was taken to surgery as a perforation was suspected. It was confirmed that a perforation had occurred in the left atrial appendage (laa) and the patient had recovered after surgery. The sheath is not expected to return for analysis as it was disposed by the hospital staff. It was further reported that the physician and surgeon declared that the boston scientific rosen wire was the cause of the perforation and not the faradrive steerable sheath as previously reported. Additional information was provided that a versacross was used with the sheath for transeptal. No further information is available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a tamponade, pericardial effusion and perforation. During a procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. After completing the left side of the veins, an effusion was observed. The patient blood pressure had been dropping since after transseptal, but no effusion was observed at that time. It was not possible to maintain normal blood pressure, therefore, an intracardiac echocardiography (ice) was used to check when an effusion was noted. Additionally, an ultrasound was performed and confirmed a tamponade. The sheath and catheter were removed from the left atrium and the physician began a pericardiocentesis. It was not possible to stop the bleeding, therefore, the patient was taken to surgery as a perforation was suspected. It was confirmed that a perforation had occurred in the left atrial appendage (laa) and the patient had recovered after surgery. The sheath is not expected to return for analysis as it was disposed by the hospital staff.